Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) parameter was at the incorrect setting which led to patient episodes not being collected by the device. The icm was reprogrammed and remains in use. No patient complications have been reported as a result of this event.